Manufacturer narrative:
(B)(4). Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable on a solid green led light. The trigger guard is still tethered to the driver. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3). Insertion 1: 3.0 secs. Hard profile (105 lbs/ft3). The unit failed the soft sawbone phase of testing with a complete stall on the first attempt at 3.0 seconds. No further testing was attempted. The complaint has been confirmed. As part of this investigation report, a section of the IFU will be referenced. The IFU states, "as with any emergency medical device carrying a backup is a strongly advised protocol". As part of this investigation report, a section of the IFU will be referenced. The IFU states, "as with any emergency medical device carrying a backup is a strongly advised protocol". The complaint, "an attempt to place the ez-io needle (45 mm / yellow) into the left proximal tibia the driver lost power", has been confirmed. The failure is the result of battery depletion. No corrective/preventative actions will be assigned.

Event description:
It was reported that prior to use of the device a functional check was performed. An attempt to place the ez-io 45 mm needle into the left proximal tibia the driver lost power therefore an io access could not be placed. As a result peripheral access was placed successfully. A back up driver was not available. The user has operated the device previously and was aware of manual placement. The patient is deceased. There was no high pressure applied, no prosthesis or orthopedic procedures in the area of insertion site and the driver was stored in the yellow vap trigger guard was not removed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that prior to use of the device a functional check was performed. An attempt to place the ez-io 45 mm needle into the left proximal tibia the driver lost power therefore an io access could not be placed. As a result peripheral access was placed successfully. A back up driver was not available. The user has operated the device previously and was aware of manual placement. The patient is deceased. There was no high pressure applied, no prosthesis or orthopedic procedures in the area of insertion site and the driver was stored in the yellow vap trigger guard was not removed.